Manufacturer narrative:
Eval of returned product shows poly core was broken. Poly had been implanted for 10 years. Review of mfg records showed no anomalies.

Event description:
Pt had star sliding core bearing revised.